Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) malfunction due to a device not pumping. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a fluid leak was noted. The patient did not experience further complications.

Manufacturer narrative:
B5, h2, h6, h10 updated. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) malfunction due to a device not pumping. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant a fluid leak was noted due to a hole in the reservoir. The patient did not experience further complications.